Event description:
The customer reported hemoglobin and hematocrit (h&h) check failed definitive error messages on a coulter lh 500 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/31/2015. The fse replaced the blood sampling valve (bsv) actuator (cylinder, cl2) and verified no further h&h issues were observed. Cylinder cl2 rotates the center section of the bsv. The fse confirmed quality controls (qc) were within range prior to the reported event and there were no erroneous results generated due to this event. (B)(4).